Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Subsequently, multiple cartridge alarm 30 occurred during the load process. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.